Event description:
It was reported PICC catheter was placed in the left upper arm on august 31, 41cm in length, retained 5cm outside the body after the implementation of breast cancer surgery in a foreign hospital to continue the infusion of chemotherapy. On october 13 the infusion of fluid leakage was found to have damaged leakage of the catheter in the body. After retrieved and found that the leakage of fluid within the puncture point of 3cm, withdrawn and trimmed after the retention of the use of the first. The catheter will be removed after the completion of the current phase of treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt were returned for evaluation. An initial visual observation of the photographs showed the proximal end of a groshong catheter and the repaired groshong. The damage to the proximal catheter and connector piece was observed in the photograph. Use residues were observed on the samples. While the location of leakage could be seen in the returned photographs, no details of the damage could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC catheter was placed in the left upper arm on (B)(6) 41cm in length, retained 5cm outside the body after the implementation of breast cancer surgery in a foreign hospital to continue the infusion of chemotherapy. On (B)(6) the infusion of fluid leakage was found to have damaged leakage of the catheter in the body. After retrieved and found that the leakage of fluid within the puncture point of 3cm, withdrawn and trimmed after the retention of the use of the first. The catheter will be removed after the completion of the current phase of treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.